Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration) ; patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as the aortic neck was 30 mm in diameter at the renal arteries. There is disease progression with aortic neck dilatation. A recent CT and angiogram revealed that the stent graft has migrated distally 2 cm, there is no type I endoleak but there is a type ii endoleak coming from a lumbar artery. The physician elected to implant a 36x36x49 endurant aortic cuff and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.